Manufacturer narrative:
Additional information: premarket identification: similar product to 190-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Reference related MFR. Report numbers 1221359-2022-04439.

Event description:
The customer reported twenty-five (25) false positive results with the ID now covid-19 assay performed between (B)(6) 2022. This report is one (1) of twenty-five (25). Confirmation pcr testing was performed which generated negative results (date, platform and sample type unknown). The customer indicated that the patients had to isolate pending the pcr test results and that no harm occurred as a result. No additional information including patients' health status or outcome was provided.

Manufacturer narrative:
Investigation report: the information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.